Event description:
During an in-clinic follow-up, episodes of noise resulting in oversensing and inappropriate automatic mode switch (ams) were observed on the right atrial (ra) lead. Reprogramming was performed to resolve event. The patient was stable and will continue to be monitored.